Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the drip chamber of a clearlink secondary medication set. This was noted upon opening the package. The reporter stated that there were 3 "iodine" like spots in the drip chamber of the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and found a brownish particle in the drip chamber. Closer visual inspection under a microscope showed that, the particle appears to be an embedded piece of burnt/charred plastic. The reported condition was verified. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.